Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 435mg/dl. It was stated that the customer was having difficulty with nausea and vomiting prior to the incident. The nurse also stated that the customer had colitis. Assisted nurse to change the basal rate and requested her to have the customer call us back for additional troubleshooting. No further info was provided.